Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site was evaluated and revealed that the balloon observed burst longitudinally, and calcification was observed within the patient's aortic root. The complaint for balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as there was moderate calcification in the sinotubular junction per the complaint description. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra (s3u) valve, sinotubular junction (stj) calcification was noted by a CT. Nominal 26mm s3u advanced and during deployment the delivery device balloon ruptured. The patient remained stable, but the valve did not look fully expanded on the fluoroscopy. A decision was made to post dilate with a non-edwards catheter. Trace paravalvular leak was noted and a mean gradient of 4mmhg. The patient is in stable condition and the valve looks fully expanded.